Manufacturer narrative:
(B)(4).customer returned insulin pump for an alleged cosmetic damage on the battery compartment and moisture exposure found on (B)(6) 2022. The insulin pump was received with a critical insulin pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical insulin pump error (open book image) alarm. Unable to interrupt critical insulin pump error (open book) alarm to download firmware using crest. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on the inside of the battery tube, on the rf chip on electrical board 1. The motor, force sensor, and force sensor flex cable. A test electrical board 1, motor, and force sensor were was swapped out and successfully downloaded firmware utilizing crest and then downloaded the trace, history, and comlink3 files using thus. A review of the downloaded trace/history files shows no fatal alarms or multiple critical error handling alarms occurred. Main rf test failure was found in the comlink3 file. Critical insulin pump error (open book image) alarm and main rf test failure are due to moisture damage on the rf chip of electrical board 1. The force sensor zero offset is within specification (23.3 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery tube threads, and pillowing keypad overlay. Cosmetic damage on the battery compartment is confirmed. Critical insulin pump error (open book image) alarm is confirmed due to moisture damage.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medicaldevice reporting regulation. This report is based upon information obtained by medtronic, which thecompany may not have been able to fully investigate or verify prior to the date the report was requiredby the FDA. Medtronic has made reasonable efforts to obtain more complete information in the timeallotted and has provided as much information as is available to the company as of the submission datethis report. This report does not constitute an admission or a conclusion by FDA, medtronic, or itsemployees that the device, medtronic, or its employees caused or contributed to the event described inthe report. In particular, this report does not constitute an admission by anyone that the productdescribed in this report has any "defects" or has "malfunctioned". These words are included in the fda3500a form and are fixed items for selection created by the FDA, to categorize the type of event solelyfor the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words andothers like it because of the lack of definition and the connotations implied by these terms. Thisstatement should be included with any information or report disclosed to the public under the freedomof information act.

Event description:
Information received by medtronic indicated that insulin pump was crack and retainer ring was not damage. Customer reported fluid was under battery compartment and the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump has been returned for analysis.